Event description:
Surgeon reported, "patient had a lap-band band inserted [date]. It has been difficult to get the patient to the green zone, the patient was booked for a port revision [date]. The port was replaced on this date and it was noted to be leaking around the base plate." The explanted port will not be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The access port connector associated with this report has not been returned and was sent to pathology after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if it is still available. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reporter has declined to provide allergan further information regarding the event date, diagnostic testing or patient data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in creasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."